Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 475 mg/dl at the time of the event. The customer was treated with insulin pump and the customer experienced no other symptoms. Troubleshooting was performed and found that the high blood glucose was a result of sensor glucose and blood glucose difference. Customer had been advised for a complete set (insulin, reservoir & infusion set) change. It was unknown whether the customer was using insulin pump within 48 hours prior to event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump and it will not be returned for analysis. Frn-mmt-332-rsvr,unomed inf set,ozp-mmt-7020- snsr updated summary: it was reported that the customer experienced discrepancy between sensor glucose and blood glucose and hyperglycemia. Blood glucose value was 337 mg/dl while sensor glucose value was 107 mg/dl. Customer did not indicated how they treated. Customer was advised larger differences should be expected after meals, insulin bolus, or when rise/fall arrows are present on the pump screen. During troubleshooting, customer was instructed d to review site selection, taping, insertion and calibration but confirmed sensor was securely taped to skin and has not moved. The customer would like to discontinue troubleshooting to contact their healthcare provider. No product return is expected for mmt-7020la.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.